Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the valve operator for the 4 way valve not shifting. Additional malfunction for this device was the power switch had no alarm.